Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. The customer noted that it had happened with several cartridges recently, and technical support decided to replace the pump. The customer was instructed on how to put the faulty pump into storage mode and return it with a prepaid label within 10 days. The customer was also informed to continue using the current pump as a backup therapy until the replacement arrived.